Manufacturer narrative:
(B)(4).   Device evaluated by MFR: stent delivery system (sds) was returned with no manifold/hub therefore the catheter batch/serial number could not be identified. A visual examination of the stent found that the stent struts from rows 9 to 20 from the distal end of stent were bent, squashed and deformed. The undamaged section of the crimped stent od (outer diameter) was measured and the result is within the maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was broken 202mm proximal to the tip with multiple kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 16-dec-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex (lcx) artery. After a 6f guide catheter was engaged and a 0.014 guidewire crossed the lesion, predilation was performed with a compliant balloon catheter. A 3.50x28mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was completely removed from the patient. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and hypotube broken.